Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an episode of noisy signals with oversensing and pacing inhibition. The local guidant representative noted that the timing of the noisy signals appeared to correlate with the patient was being taken out of the electrophysiology (ep) lab.